Manufacturer narrative:
The reported inability to obtain voltage reading was not confirmed in the laboratory. No anomalies were found associated with interrogation of the device. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the device exhibited backup vvi operation upon receipt. Analysis found the cause of the backup operation occurred due to low battery trip on the explant date consistent with post explant exposure to cold temperature.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled follow up in clinic. Upon interrogation of the pacemaker, the physician was unable to obtain a voltage reading from the device. The physician noted that the device had recently reached elective replacement indication. The pacemaker was then explanted and replaced on the same day without further complications. The removed pacemaker was interrogated again and was found to be in backup vvi operation. Further investigation was completed on the device image which indicated that the backup operation may have been triggered by low battery voltage. No patient symptoms were reported and the patient remained in stable condition.